Event description:
This is filed to report the resistance noted during removal of the clip delivery system (cds) from the steerable guiding catheter (sgc), which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was inserted into the steerable guiding catheter (sgc), and advanced to the mitral valve leaflets. After successful grasping, the clip was deployed and the mr was reduced to 1. During removal of the gripper line, after approximately 10 cm of the line was removed, resistance began to be felt; therefore, the gripper line was removed very slowly, with the heart beat. The gripper line was successfully removed. During cds removal, while the longitudinal alignment marker on the cds distal end was half exposed, the cds met resistance with the sgc and could no longer be removed. It was believed that the tip of the cds was stuck with the sgc. The cds was removed with the sgc, as a unit. Outside the anatomy, an additional attempt was made to remove the cds from sgc, and was successful. It was noted that the tip of the steerable sleeve shaft was bent. The mr was reduced to 1, with one clip implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The steerable guide catheter referenced, is filed under a separate medwatch report (B)(6).

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records, complaint history and the analysis of the returned product were reviewed. The clip delivery system (cds) was returned with no additional bends (except for the primary curve and secondary curves on the cds) on the steerable sleeve shaft. Therefore, analysis of the cds was unable to confirm bent sleeve shaft. In this case, no bends were identified on the steerable sleeve. The discrepancy between what was reported (bent sleeve shaft) and what was observed (no bends on the sleeve) was likely due to physician interpretation of the bends on the sleeve. Analysis of the cds and steerable guiding catheter (sgc) confirmed the difficult cds removal, which was attributed to a broken bond of the guide hemostasis valve. Based on the information reviewed, the difficult cds removal was related to the sgc broken bond and thus procedural conditions. The reported difficulty removing the gripper line was confirmed via returned device analysis. Potential causes for the reported inability to remove the gripper line, difficult to remove cds from the sgc and bends can be a result of manufacturing anomalies, such as damage to the gripper line or obstructions in the lumen coils, loose or misaligned sleeve key, or kinked sleeve. Additionally, these may be influenced by challenging anatomical morphology, such as tortuous anatomy, rotated heart, etc., causing increased tension on the device. It is possible that the cds device experienced compressive forces on the gripper lumens while in the anatomy, resulting in the resistance and difficulty removing the gripper line. Curvature on the device as a result of natural patient anatomy may have contributed to the increased resistance within the gripper lumen coils, which may have led to the user experiencing greater difficulty in removing the gripper line; however, this cannot be definitively confirmed. A review of the lot history record revealed no non-conformances that would contribute to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.